Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device at turn on, had an error code check vent alarm for machine pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there was a error code check vent alarm for machine pressure sensor autozero failed message. Logged. The rse confirmed that the solenoid pin alignment is good at the data acquisition (da) printed circuit board assembly (pcba). Advised to replace solenoids 2&4 and the solenoid valve to resolve. The investigation is ongoing.